Event description:
Report received from the USA stating that the "motor was intermittent and very noisy." The device was used during a knee surgery. There was no pt or user injury reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event was confirmed. The device was evaluated and the device was noisy, had a damaged locking mechanism, did not run 80k, and had vibration. This was most likely due to improper locking and loading of the cutters and usage and wear over time. If additional info is received, a supplemental report will be sent.